Event description:
It was reported that there was particulate matter inside the balloon of a small volume intermate. This was noted during filling. There was no patient involvement. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between july 21, 2014 and july 23, 2014. Evaluation summary: the evaluation of the received device is complete. A visual inspection was performed and revealed a white particle, approximately 2.15 mm in length, floating in the fluid of the bladder. The particle was identified to be acrylic material via fourier transform infrared spectroscopy (ft-ir) scanning. The cause of the condition could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.